Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Barbs in the middle of the fastener failed to be closed. There was bleeding but not a measurable amount. The surgeon sutured around the fastener.